Event description:
During a lead implantation procedure, high impedance was observed on the right ventricular lead. A different lead was implanted successfully. The patient was stable.

Manufacturer narrative:
Upon analysis, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.